Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for low blood glucose. Customer's blood glucose was 45 mg/dl. Patient's current bg: 173 mg/dl. Patient has treated with food. Patient has been experiencing low blood glucose for 1 day . Customer reported that he gave himself a bolus and went down to a 45 mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose. Based on customer report proceeding in troubleshoot as per customer alleging possible pump over delivery. The insulin pump will not be returned for analysis.